Manufacturer narrative:
(B)(4). The reported device is not available for evaluation at this time; the event is currently under investigation.

Event description:
It was reported, during an unspecified procedure, an advance 35 lp low profile balloon catheter was used to treat severe calcified lesion of the external iliac artery, by way of the brachial artery, however the balloon ruptured. Another advance 35 lp was used instead to complete the procedure. There have been no adverse effects to the patient reported. The device will not be returned.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document-based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The device is shipped with instructions for use (IFU) that provide precautions to take while inflating to avoid rupturing the balloon. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.